Event description:
It was reported that high pacing thresholds and increasing pacing impedances were noted on this left ventricular (lv) lead. The measurements led to an increase in battery consumption on the associated pacemaker. This lv lead remains in-service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).